Event description:
It was reported that in preparation for a ptca procedure, the hypotube of the liberte monorail stent delivery system was found to be broken during unpacking. There was no pt contact, and the procedure was completed with another of the same device.